Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the hcp that the hydroset had disintegrated in the patient and the patient underwent a revision surgery. There is no further information known at this time.